Event description:
It was reported that the ilet user experienced hypoglycemia with a blood glucose of 54 mg/dl, self-treated with orange juice and crackers, and subsequently experienced hyperglycemia with readings up to 303 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Outcomes included self-management with education provided to wait for glucose to return to target before eating. Investigation included troubleshooting and education regarding appropriate treatment of hypoglycemia and timing of meals. Investigation of this case revealed user-induced hyperglycemia due to overtreatment of hypoglycemia, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related overtreatment of hypoglycemia.